Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and therefore a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would just shut off, even though it was plugged in. This occurred during an unspecified process step in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.